Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification, and 95% stenosis. After pre-dilating the lesion with an unknown 1.5x12mm balloon catheter, a 3.0x23mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the stent was implanted and an edge dissection was noted. Another xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.